Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, 90% residual stenosis was noted. A 3.00 x 24mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted during removal. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted during removal. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion has 90% stenosis.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR. : synergy xd mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region of the stent. Struts were found to be pulled proximally from their crimped position. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.